Event description:
It was reported that the pump touch screen was missing pixels. Customer's blood glucose was 240 mg/dl. Reportedly, the device was replaced to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.